Event description:
The implant surgeon reported that the patient was complaining that his tibia became crooked without pain near his prosthesis. The surgeon noticed after clinical examination and x-rays that the prothesis seemed bent at the junction of the stem and the tibial baseplate. Upon removal of the tibial baseplate, he noticed that the screw tapping of the tibial stem was worn, causing the stem to angulate.